Event description:
It was reported that the atrial lead exhibited loss of capture and loss of sensing. The device was reprogrammed to vvi. On (B)(6) 2015, an asymptomatic patient presented in the hospital for a device change out procedure. Fluoroscopy revealed that the lead had dislodged. The lead was capped and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.